Event description:
It was reported to boston scientific corporation that an endovive initial placement kit was used during a procedure. Procedure date is unknown. According to the complainant, in (B)(6) 2013, the peg tube has been replaced due to dislocation/migration from the y connector. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an endovive initial placement kit was used during a procedure. Procedure date is unknown. According to the complainant, in (B)(6) 2013, the peg tube has been replaced due to dislocation/migration from the y connector. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.